Event description:
It was reported that during intervention in the chronically totally occluded (cto) right coronary artery (rca), a perforation was caused by an unspecified stent implant. The 3.0x12mm, 4.0x12mm, and 3.0x19mm graftmaster stents were successfully deployed without issue; however, the perforation was not sealed (slight leak noted). No additional treatment was performed for the perforation. The patient was considered to be doing well and was discharged. Additionally, a comment was made that the performance of the otw graftmaster is poor due to a personal preference of the physician, as he prefers rx systems for all devices. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other two graftmasters referenced are being filed under separate manufacturing report numbers.